Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; and inspecting and powering on the device with the transformer. The customer did not have clean parts or extra membranes to test with at that time and was not scheduled to pump since she only pumps once a day. The customer was asked to call back when she could complete troubleshooting. The customer contacted customer service to complete troubleshooting on (B)(6) 2019, and alleged that she had mastitis and had been prescribed antibiotics by her doctor. Customer service completed troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield. Following troubleshooting, the customer indicated that the suction was restored, but a breast shield fit issue was identified. The customer was sent 27 mm and 30 mm breast shields in both personal fit and personal fit flex styles. The return of her original 24 mm personal fit breast shields was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated she had send back her original breast shields and would address other questions asked by the complaint handler when she had time. In further follow up with a complaint handler on (B)(6) 2019, the customer indicated her mastitis had cleared. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump had low suction when single pumping and was making "chirping noises" after having it for only three (3) weeks.